Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the incision was not large enough for the inserter and the surgeon requested for the lens to be reloaded. Upon reload the scrub noticed the trailing haptic was kinked. The incision was enlarged but it is unknown if any sutures were required. A back up lens was implanted with no issues.

Manufacturer narrative:
The lens was not returned for evaluation. Visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information the exact root cause of the event cannot be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.